Manufacturer narrative:
Results: the pet lock intact on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pull wire was retracted out of distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. Conclusions: evaluation of the returned ruby coil revealed that the pusher assembly was fractured. If the device is forcefully handled upon removal from its packaging, damage such as a kink may occur. If the kink is attempted to be straightened, damage such as a fracture may occur. Further evaluation of the returned ruby coil revealed that the embolization coil was detached from its pusher assembly. If the fractured segments of the pusher assembly are separated and the pull wire is retracted out of the ddt, the embolization coil will detach from its pusher assembly. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a medical procedure, the hospital staff noticed the black alignment zone (pet lock) of the ruby coil was bent upon removal from the packaging. The damage to the ruby coil was found prior to use; therefore, the coil was not used in the procedure. The procedure was completed using 32 more ruby coils.